Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device was delivering energy in the beginning but stopped delivering energy in the middle of the procedure while in the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the hemopro device was connected to a reference hemopro d.c. Extension cable and hemorpro power supply. The device was repeatedly turned on and off while the jaws were wedged into a saline soaked gauze pad. Due to the steaming and sputtering coming from the closed hemopro jaws, it was concluded that the device was functioning properly. The reported failure could not be confirmed. No non-conformances were discovered during the investigation. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.